Event description:
It was reported that customers have reported a problem with the probe cover. When installing the protection on the probe, the part of the end of the cover that is supposed to stick to the probe does not. The adhesive remains on the white part of the label and not on the cover. No patient injuries, infections, or complications were reported.